Event description:
Boston scientific received information that this atrial lead displayed impedance changes during the last nine months that increased to high out of range. In addition, threshold measurements have increased and atrial noise was noted during isometrics. A lead fracture was suspected. A decision was made to reprogram the device from ddd to vvi with a lower rate limit of forty bpm. A data disk was provided to internal technical services for their review. Further lead integrity verification was recommended and possibly an xray to verify the lead connection. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, the device was reprogrammed to vvi and this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. The device was reprogrammed from ddd to vvi pacing mode. The atrial lead is deactivated and not in service. No x-ray was performed and no lead replacement is intended.

Manufacturer narrative:
--